Manufacturer narrative:
(B)(4).  The facility's biomedical engineer advised that he has examined their device but has been unable to duplicate the reported issue.  The biomedical engineer also advised that the quik combo electrodes used during the event were disposed of and therefore not available for further examination. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was unable to charge and shock during an event involving a patient. The patient was in ventricular tachycardia and medical personnel had attempted to charge and shock multiple times; however, the device provided a message that stated "unable to charge" after each attempt. The customer advised that they were using quik combo electrodes at the time. A backup device was obtained (delay unknown) and used to continue patient care. The customer advised that medical personnel had successfully used the same therapy cable and quik combo electrodes as the original device with the backup unit. The patient survived the event with no adverse effects reported. No further details were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio downloaded the device's electronic memory and observed that the customer had pressed the sync button numerous times during the event; however, there was no indication that the customer pressed the charge button to initiate a charge cycle, nor was there any indication that the shock button was pressed.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.